Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is confirmed based on the customer provided photo, which displays the presence of blood leaked out of the valve. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to a supplier issue in bonding the connection.

Event description:
On 4/28/2023, it was reported by a sales representative via email that an abs-10063 cprp processing set, arthrex angel system, leaked blood out of the valve. This was discovered during a procedure. Additional information received on 4/28/2023: this was discovered during a scalp treatment procedure. The patient was not under general anesthesia. Per the sales representative, no one came in direct contact with the leaked blood. The case was completed using another abs-10063 cprp processing set.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.